Event description:
Pt was using the steam inhaler at the kitchen table when he suddenly sneezed causing the inhaler to tip over onto his lap. He was taken to the hosp for 2nd & 3rd degree burns on his right thigh.